Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was device ever able to be opened? If so, how was device opened? Was there any change to procedure so that device could be opened?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the handle would not release after several clips used. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = m9303t. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips; in addition, the anti-backup and lockout mechanism were found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup and the lockout failure. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.